Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information received: sleeve gastrectomy, third firing (1st green load with slr) , started firing again extremely slow, surgeon had small tear and malformed staples in staple line, clipped and oversewed the tear, then continued with new stapler and slr and finished by oversewing the entire staple line. Customer using slr since first week of june in approximately 75-80 cases. The customer¿s cleaning technique was discussed. Not sure if submersed up to articulation joint. Uses wet lap sponge to wipe down jaws then dries off. Tissue movement overview discussed with sales team.

Event description:
It was reported that during a sleeve gastrectomy, on the fourth firing with a green reload, the inner two rows, mid-way on the cartridge, did not deploy. This resulted in a staple line tear. The procedure was completed with a like device with no patient consequences.